Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-ups, pulse generator interrogations showed automatic mode switch episodes, due to oversensing.